Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had inaccurate readings and threshold suspend was triggered. The customer's blood glucose was 181 mg/dl and sensor glucose was below 40 mg/dl at the time of incident. The customer declined to troubleshoot. The sensor will not be returned for analysis.